Manufacturer narrative:
An issue with a ventilator alarming for "turbine temperature high" was reported. There were no patient injuries related to this complaint. An investigation on-site was performed by our field service engineer; the turbine was replaced to resolve the issue, and the ventilator was released for clinical use. The provided logs confirm the reported alarm on the reported date of the event: alarm: turbine temperature high. This is a low-priority alarm. The returned turbine was placed in a ventilator for simulated ventilation testing. It passed the pre-use check (puc), and ventilation was performed for over 72 hours without deviation or abnormality regarding turbine temperature. The ventilator passed three pucs after the testing. The turbine generates the inspiratory air gas flow. It generates the airflow and pressure from the surrounding air. This airflow is then mixed with the o2 flow from the o2 gas module. In case of turbine failure, o2 is delivered instead. It was not possible to reproduce the error; thus, no root cause was established.

Event description:
Manufacturer's ref# (B)(4).

Event description:
It was reported that the turbine module temperature of the ventilator was too high. There was no patient harm. Manufacturer's ref.#: (B)(4).